Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when passing the stitch and trying to tie the suture, the thread breaks. Was surgery delayed due to the reported event? No. Was the procedure completed successfully? Yes. Were fragments generated? Only the needle and thread. If so, were they easily removed without further intervention? Yes. Patient status/result/consequences good status. Was any other medical intervention required (eg, x-rays, additional procedures, prescriptions, otc, revision): no. Is the patient part of a clinical study: no. Could you clarify if the patient suffered any signs or consequences due to the problem (suture rupture)? Please provide more information. There were no consequences for the patient. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure when passing the stitch and trying to tie the suture, the thread breaks. No adverse patient consequences were reported. Additional information was requested.